Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r87-22 that has a similar product distributed in the us, list number 06r87-20. Patient identifier: sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6) = the (B)(6) yr. Old female, sid (B)(6) = the (B)(6) yr. Old female. This is all the patient information received.

Event description:
The customer reported false positive architect sars-cov-2 igm results for 5 patients when comparing the architect sars-cov-2 igm results to the maglumi igm results (cutoff is < 1.00). The following data was provided: reference ranges provided for the assays: architect sars-cov-2 igg = cutoff is < 1.40 index. Architect sars-cov-2 igm = cutoff is < 1.00 index. Maglumi igg = cutoff is < 1.00. Maglumi igm = cutoff is < 1.00. On (B)(6) 2021, sid (B)(6) = architect sars-cov-2 igg = 1.68 index (positive); architect sars-cov-2 igm = 2.78 index (positive), repeat = 2.97 index (positive); maglumi igg = 2.29 (positive), maglumi igm = 0.42 (negative). On (B)(6) 2021, sid (B)(6) = architect sars-cov-2 igg = 4.22 index (positive); architect sars-cov-2 igm = 1.68 index (positive), repeat = 1.80 index (positive); maglumi igg = 8.09 (positive), maglumi igm = 0.99 (negative); roche total = 84.54. On (B)(6) 2021, sid (B)(6) = architect sars-cov-2 igg = 2.81 index (positive); architect sars-cov-2 igm = 1.97 index (positive), repeat = 2.12 index (positive); maglumi igg = 4.06 index (positive), maglumi igm = 0.98 (negative). On (B)(6) 2021, sid (B)(6) = a (B)(6) yr. Old female = architect sars-cov-2 igg = 3.54 index (positive); architect sars-cov-2 igm = 7.82 index (positive), repeat = 8.54 index (positive); maglumi igg = 2.089 (positive), maglumi igm = 0.82 (negative); on (B)(6) 2020, pcr = positive; on (B)(6) 2020, pcr = negative. On (B)(6) 2021, sid (B)(6) = a (B)(6) yr. Old female = architect sars-cov-2 igg = 1.78 index (positive); architect sars-cov-2 igm = 2.86 index (positive), repeat = 3.16 index (positive); maglumi igg = 5.016 (positive), maglumi igm = 0.67 (negative); roche total = 9.18; on (B)(6) 2020, pcr = positive; on (B)(6) 2020, pcr = negative there was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Further information determined that sid (B)(6) was tested with reagent lot 21679fn00 and is being addressed in MFR report# 3008344661-2021-00056-00.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. The complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not performed as returns were not available. Specificity and sensitivity testing for reagent lot 22167fn00 was completed using an in-house retained kit of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Testing was not completed for lot 21679fn00 as the lot expired, however review of the customer release testing (crt) results for lots 22167fn00 and 21679fn00 shows that the lots are performing similarly and well within acceptable limits. Device history record review on lots 22167fn00 and 21679fn00 did not show any non-conformances, or deviations relating to the customers issue. Labeling was reviewed and found to adequately address the issue under review. Five of the samples were negative but slightly elevated/elevated with the maglumi igm assay. Two of the samples were also positive on a roche total assay. The difference in results between the architect assay and the maglumi assay is potentially due to the architect assay being more sensitive. The five patient samples were positive for igg on the architect and maglumi assays indicating the samples are positive for antibody. The maglumi 2019-ncov lgg/lgm assay is a joint detection of 2019-ncov igg and igm. Per the maglumi 2019-ncov lgg/lgm clia assays information sheet, clinical sensitivity was determined in (B)(6) by testing confirmed novel coronavirus infected specimens and the clinical specificity was determined in (B)(6) by testing non-novel coronavirus infected specimens (including normal samples and interference samples). Per study 2 referenced under clinical verification, the clinical specificity of 2019-ncov igm (clia)+2019-ncov igg (clia) is 96.0%. The clinical sensitivity of 2019-ncov igm (clia)+2019-ncov igg (clia) is 95.6%. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). At this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igm reagent lots 22167fn00 and 21679fn00 are performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm reagent lot(s) was identified. Suspect medical device was updated including the phone number, email, and fax number. All manufacturers was updated including the mfg site email and mfg site fax number.

Manufacturer narrative:
This follow up is submitted to populate fields with data that had previously been provided. There is no change to the content of the data.